Event description:
Removal of endosseous dental implant. Implant was 1 of 2 placed in class ii bone during a highly complex procedure in which nerve lateralization was done due to the presence of a bifid nerve. The implant in site #30 was removed approx 4.5 months post-op due to osteomyelitis with associated pain and swelling.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.